Event description:
Nurse in neuro ICU set up robaxin in 100ml bag as a secondary. Rate set at 100ml/hr. As she was preparing to walk out of the room, she noticed that the secondary drip chamber was free-flowing. She stopped the secondary and then changed out the secondary tubing with the same results. She changed pump channels on medsystem iii infusion pump and same issue occurred. She then changed out the primary tubing and the issue resolved. Report appears to be a checkvalve failure. No patient injury occurred. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product has been requested to be returned for evaluation. It has not been received. A follow up report will be submitted if further information is obtained.